Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a routine battery replacement procedure, the new device showed high impedance readings. The health care provider (hcp) took the leads out, wiped them down, and reinserted, with the same high impedence readings. The hcp then switched the leads in to opposite channels, with similar high impedance readings. The hcp then connected the leads to the old battery, and all impedance readings were normal. It was suggested something may be wrong with the new battery. A different battery was used to complete the surgery. The pt recovered without sequela. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.